Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during therapy (blood infusion, 300ml at 100ml/hr) stating that 92ml was remaining after 3 hours. Any patient injury or medical intervention is unknown.